Manufacturer narrative:
E1. Initial reporter city: (B)(6) device evaluated by MFR.: a mustang device 8x4x135 was received for analysis. A visual examination identified, that the balloon was not folded. Which indicates, that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified, located approximately 30mm distal of the proximal markerband. The distal section of balloon material remained attached to the device at the distal balloon bond and had been pulled over the distal tip of the device. This type of damage most probably occurred, when the device was being withdrawn through the sheath/guide. An examination of the balloon material and markerbands identified, no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed, damage to the tip of the device. This type of damage is consistent with excess force being applied as a result of meeting resistance, during the attempt to cross a lesion. A visual and tactile examination, found no damage or kinks to the shaft of the device. A visual and microscopic examination identified, no damage or issues with the markerbands of the device. No other issues were identified, during the product analysis.

Event description:
It was reported, that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm-ous small peripheral cutting balloon was advanced for dilation. However, the balloon ruptured at 6 atm. Another 4.00mm/1.5cm/140cm-ous small peripheral cutting balloon was selected for dilation. It ruptured, during the first inflation at 8 atm. Dilation was then performed using an 8.0 x 40, 135cm mustang balloon catheter. During inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a new non-bsc balloon. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptures occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm-ous small peripheral cutting balloon was advanced for dilation. However, the balloon ruptured at 6 atm. Another 4.00mm/1.5cm/140cm-ous small peripheral cutting balloon was selected for dilation. It ruptured during the first inflation at 8 atm. Dilation was then performed using an 8.0 x 40, 135cm mustang balloon catheter. During inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a new, non-bsc balloon. There were no patient complications reported.